Event description:
Customer reported that the pump battery would not charge, even after attempting to use different wall outlets, charging cables, and wall adaptors. There was no information available regarding the customer's blood glucose level during the event. Technical support decided to replace the pump.